Event description:
It was reported that the patients device was checked prior to undergoing replacement surgery and the battery was found to be at end of service but the impedance value could not be obtained, which is expected due to the battery being depleted. The surgeon first replaced the generator and when diagnostics was performed, high impedance was observed so then he proceeded with a lead revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.